Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as surgeon retained explants. Add'l info (x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt presented to the ER over the weekend with a periprosthetic fracture of her hip so she was revised."